Event description:
It was reported that the patient had been hospitalised in (B)(6) hospital with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 5 and 24 hours with a ketone level of 6.3 mmol/l. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. Symptoms reported include vomiting and abdominal pain. The patient was treated with intravenous insulin. The patient was released the following day ((B)(6) 2025). The pod was removed prior to attending the hospital and was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.